Manufacturer narrative:
Additional information was provided in a.2., a.3a., b.3., b.5., b.6., b.7., d.1., d.6a., and d.10. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury/malfunction. No further reports required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information received stating that noticed cartridge material adheres to posterior surface of lens requiring removal with I/a (irrigation and aspiration) that can sometimes be difficult.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that following cataract surgery with an intraocular lens (iol) implant procedure, there was dense posterior capsular opacification, grade 2 anterior capsule fibrosis and lens rotation at five weeks post operation. Additional information has been requested.